Manufacturer narrative:
Maquet is aware of similar complaints with similar malfunction. A follow up medwatch will be send after receiving the product and evaluation. All items marked as ni are not known at the time of submitting this report. Additional info: the product mentioned under section d is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): (B)(4). Items marked ni are unknown to us at this time.

Event description:
According to the customer: "temperature probe at venous inlet is not tight. Air is constantly sucked into venous reservoir. They remove temperature probe and replace it with a plug from top of reservoir. Problem is not solved. It seems the problem is not the temperature probe, but the female ll in which the probe is inserted!?" It took place during pt treatment, no known consequences to the pt. Ref.: # (B)(4).